Manufacturer narrative:
Manufacturer's investigation determined that the bed had been lowered onto the plug which was in the outlet. One prong was found to be bent. The power cord was replaced.

Event description:
It has been reported that there was a fire in the room at (B)(6) hospital. The hospital has reported that it was at the outlet where the bed plugs into the wall. Patient was in the bed at the time, but was not injured. The outlet from the wall is in the possession of the fire department.